Manufacturer narrative:
The field service engineer (fse) observed diluent dripped from the sample probe at the end of startup cycle and elevated platelet backgrounds on system startup cycle. The fse performed decontamination of the diluent pickup and reservoir and installed a new reagent pack. The fse replaced the diluent filters to resolve the fluid drip from the sample probe at the end of the startup cycle and cleaned the probe wipe bottom port to waste with bleach and water through open valve #8. The fse verified background passed without any probe leak and system startup and 3-level 4c controls passed within specifications. No further issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).

Event description:
The customer reported few drops of fluid dripped from the probe, outside the instrument, and failed platelet background, during system startups involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.